Event description:
Reporter alleged the customer obtained a discrepant blood glucose result of 232 mg/dl back to back with a result of 76 mg/dl on the compact plus system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent. Reporter stated that no strips were left and so no product will be returned for eval.